Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case report from (B)(6)was reported by a physician via a sales rep and forwarded by our local affiliate ((B)(6)). This case is associated to case (B)(4) by reporter. This case involves an adult female pt (age nos) who received poly-l-lactic acid (sculptra) therapy (dates nos). Relevant medical history and concomitant medication info were not mentioned. After receiving poly-l-lactic acid therapy, the pt developed indurations. No further info was available. Event outcome is unk. A ptc (pharmaceutical technical complaint) was initiated. Local ptc number (B)(4); global ptc number (B)(4). Rptr's causality assessment: possible.